Event description:
Procedure: hysterectomy according to the reporter: the surgeon was using the endostitch device loaded with a vloc 180 reload to close the vaginal vault in a tlh. As he was closing the vault he thinks he accidently bent the needle on the mccartney tube as he attempted to pass the needle through the tissue. The bent needle then broke instead of passing to the other side. Dr (B)(6) retrieved the upper portion of the needle but could not retrieve the second half. The patient was subsequently x rayed but the needle could not be found and retrieved. The surgeon was a new user and was operating the device. Surgery time was not delayed by more than 30 minutes. There was no adverse effect on patient

Manufacturer narrative:
(B)(4).